Manufacturer narrative:
Qn#(B)(4). An inveseigation has been opened to review historical data and risk documetation. A follow up report will be submitted after investigation.

Event description:
It was reported that: closure was not obtained by manta. Hcp believes footplate was caught on calcification. Cut down closure was required. Additional information has been requested from the account. Complaint will be re-reviewed on receipt of this info.

Event description:
It was reported that: closure was not obtained by manta. Hcp believes footplate was caught on calcification. Cut down closure was required. Additional information has been requested from the account. Complaint will be re-reviewed on receipt of this info.

Manufacturer narrative:
Qn# (B)(4). One unit of manta was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. Manta was locked into the sheath with the lever engaged. A piece of the collagen was returned. No other components noted. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure. Following deployment, hemostasis was not achieved, the physician chooses to do a surgical cut-down, explant manta, and suture to close the artery. The physician believed the manta anchor was caught on calcification. It is impossible to tell if the collagen was damaged during the manufacturing process potentially causing the collagen to be weakened or if it was damaged during the deployment procedure not being in the proper position to seal the puncture. Consequently, weakened collagen may not be able to withstand expected deployment forces. The root cause of the bleeding post-deployment requiring surgical intervention is likely due to the collagen pad not being in the proper position to seal the puncture. However, due to insufficient information regarding the initial and deployment procedures, surgical intervention procedures, no information regarding patient conditions or environment, positioning of the manta as seen during surgical intervention, and no angiograms submitted for investigative purposes, a root cause as to why the manta was not effective in achieving hemostasis requiring surgical cut-down cannot be determined. The IFU lists the following potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding possibly requiring surgical repair. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding. Precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedure requirements in the IFU state, if the manta closure does not deploy properly in the artery and hemostasis, is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary.